Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that the patient alert sounded for the left ventricular lead exhibiting low impedance. During interrogation, the device emitted an alert tone and there was no message of any lead alerts on the observation screen. The device and lead are still in use. No patient complications have been reported as a result of this event.